Event description:
It was reported that a malfunction alarm occurred. No additional information could be obtained as the report was made anonymously. There was no reported adverse impact to the customer¿s blood glucose level.